Event description:
It was reported that the patient's blood glucose level rose to 300 mg/dl (16.7 mmol/l) while wearing the pod for an estimated two hours. The pod was removed due to the patient experiencing significant pain at the infusion site (abdomen). The patient reported being unsure if the cannula was properly seated in the infusion site and, when the pod was removed due to the pain, it was reported that insulin had been leaking from the pod. As treatment, a new pod was applied.

Manufacturer narrative:
We are unable to confirm or determine the root cause of the reported unsure properly inserted cannula. According to the complainant the device will not be returned for investigation. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.